Event description:
Customer's mother reports that customer experience frequent bent cannulas and received no delivery alarms. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Caller was educated on infusion sets and was advised to contact healthcare professional regarding different types of infusion sets. Caller reports that no delivery was resolved with a complete set change. Caller states that infusion set and reservoir were thrown away, therefore could not be returned for analysis. Caller was advised to call when issues occur in order to troubleshoot. Caller was also advised that two infusion sets and two reservoirs would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.